Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the ins batteries were replaced since they only lasted 5 or 6 years . They were replaced since it was not working; caller then said the ins that was first put in lasted 5 or 6 years.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A consumer reported in the last six months the patient was charging too often because if the device was charged today, the charge was down in the next couple of days. The patient had the ability to increase stimulation, but had not been recently reprogrammed or switched to a new group. The healthcare provider (hcp) later reported the implantable neurostimulator (ins) was dead and needed to be checked. No patient symptoms were reported. Relevant medical history includes multiple back operations. Additional information from the manufacturing representative indicated that the patient had their battery replaced on (B)(6) 2016. They stated that the patient had to charge the battery for several hours a day and it would not hold a charge. Impedances were checked and found to be normal. The battery was returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed the ins was functionally okay with insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.